Manufacturer narrative:
A ge service rep performed an onsite investigation. The ffb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system had intermittent communication errors and that the techs would have to reboot the system to restore its functionality. There is no report of injury or death.